Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9 735825, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. (B)(4) the interface cable was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The lemo connector appeared to have an attempted repair performed. The connector was apart and could not be reassembled. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that magnetic system cable connector was broken. No patient was present.